Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.